Manufacturer narrative:
Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 11/27/97. On 11/29/97 after iabp for 28 hrs, the iab leaked. Event complications: none from the event-reported 12/8/97. Pt's current status: o.k.-rpt'd 12/8/97.